Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications reported. It was initially reported that the device would not be returned for evaluation; however, device was returned and evaluated.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The balloon was found to be ruptured in the central area. There appears to be a small piece of latex missing.